Manufacturer narrative:
Unable to perform the displacement test due to appearance of pump error 38 and 42. The pump failed the self test due to appearance of pump error 75. Test p-cap locked properly into the reservoir compartment. Successfully downloaded pump history files and traces using thus software. Pump alarmed a pump error 42 found on (B)(6) 2022 at 11:29:07.000. Pump alarmed a pump error 38 found on december 01, 2022 at 11:29:07.000. Pump alarmed a pump error 75 found on (B)(6) 2022 at 11:33:46.000. Pump was cut open to perform visual inspection and found moisture damage on the electronic assembly, motor, keypad flex connector, and force sensor. The following were also noted during visual inspection: scratched case, battery tube threads - cracked, cracked case, cracked case (battery tube), cracked case-corner of belt clip rails, pillowing keypad overlay, stained keypad overlay, missing display window/cover, corroded battery tube, and label damage. Cosmetic damage was confirmed at the clip rail. Exposure to moisture was confirmed found on pcba 1, pcba 2, motor, force sensor, lithium battery, battery tube, and keypad flex connector. Pump error 38 and 42 were confirmed during testing due to moisture damage on the motor. Pump error 75 was confirmed during test due to moisture damage on the lithium battery. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Information received by medtronic indicated that the insulin pump was dropped and had crack near the battery compartment. Insulin pump was immersed in water and water got in screen. Insulin pump was dropped on thee pool. Infusion set and reservoir did not show sign of damage. Troubleshooting was performed. No harm requiring medical intervention was reported. The product was been returned for anaysis.